Event description:
It was reported that during a lap hysterectomy, the tissue pad came off when they were using it. It did not fall inside the patient. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.